Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: what happened to the ligature to cause this event? (Ex. Breakage, knot untied, pulled through tissue, etc.) Not sure, but slipped off or knot untied (they just discovered during revision surgery) it was reported that the surgeon had issues before with the knot sliding and not closing. Please provide details. Were these events reported in the past? If yes, please provide pc number. Not reported before as it was new information given to me during current complaint. I let hcp know to let me know every time the same issue arises so we can submit it. If additional patients are involved, but the number of patients is unknown, please create one file for an ambiguous number of additional patients that experienced this event. Surgeon didn¿t have exact number, just said that assisting surgeon have had same issue in some cases, but it didn¿t end with wound opening (just struggled to close the knot) if it is known how many patients, please created one file for each patient that experienced an issue. Not known please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure not known name of index surgical procedure? Appendectomy the diagnosis and indication for the index surgical procedure? Appendicitis what was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? Open what was the tissue condition (normal, thin, calcified, fragile, diseased)? Normal, had some inflammation were there any patient stress factors that precipitated the event of the ligature coming off of the appendix? No please describe any surgical intervention required including date and findings. New surgery was performed 12 june before noon (original surgery (B)(6)). Wound was open and bowel secret had run into abdomen did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? During re-operation no, just that suture was not where it was applied at first to hold the wound please describe the appearance of the suture during the second procedure. Knot was loose. Other relevant patient history/concomitant medications? No what is the physician¿s opinion as to the etiology of or contributing factors to this event? He just thought maybe they have faulty patch of ej10c or something, didn¿t say the product itself is bad, just had a bad outcome that time what is the patient's current status? Feeling okay if applicable, will product be returned? If so, please provide the return date and tracking information. Yes, but will return unused and sterile suture from same package to see if perhaps whole packet was faulty and don¿t work as supposed to, so experts can make tests with it. Surgeon¿s name? Forbidden.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What happened to the ligature to cause this event? (Ex. Breakage, knot untied, pulled through tissue, etc.) It was reported that the surgeon had issues before with the knot sliding and not closing. Please provide details. Were these events reported in the past? If yes, please provide pc number. If additional patients are involved, but the number of patients is unknown, please create one file for an ambiguous number of additional patients that experienced this event. If it is known how many patients, please created one file for each patient that experienced an issue. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Name of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Were there any patient stress factors that precipitated the event of the ligature coming off of the appendix? Please describe any surgical intervention required including date and findings. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Please describe the appearance of the suture during the second procedure. Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? If applicable, will product be returned? If so, please provide the return date and tracking information. Surgeon¿s name?

Event description:
It was reported that a patient underwent an appendix surgery on (B)(6) 2023 and a ligature with suture was used to close the appendix. After surgery patient come back in one day with peritonitis and intestine contents had run into abdomen. The ligature had come off of appendix. New surgery was done to clean the abdomen and close the appendix. At the moment patient feels good. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Investigation summary - the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. The returned samples determined that it was received one unopened that pertain to the product code ej10c. In order to evaluate the condition of the returned sample, the packet was opened. The knot was observed positioned correctly and conforming according to the visual standard and the loop of the suture was observed open. The functional test was performed on the suture and the knot is closed until the end. In addition, the knot no unravels after being tied. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.